Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the teflon pad cracked, burnt, and detached. Further investigation showed that the distal tip of the probe was burnt. This is indicative with the distal tip coming in contact with another metal (i.e. Clip, forceps). Additionally, it was observed that the outer sheath of the insertion section was noted to be buckled. This may be due to the excessive force used when the device was inserted and withdrawn from the trocar.

Event description:
It was reported that during an unspecified procedure, the teflon jaw of the grasping section was not working. There was no movement observed. There was no patient injury reported. No additional information was provided.